Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Her blood glucose value would go in the range of 200mg/dl to 400mg/dl. The customer¿s blood glucose was 446 mg/dl and the sensor glucose was 100 mg/dl at the time of the incident. Sensor glucose value that triggered the suspend event was 60mg/dl. Suspend on low limit in sensor settings was 90mg/dl. Customer declined to troubleshoot for high blood glucose value. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis and the insulin pump will not be returned for analysis.